Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 18-feb-2026. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing of lots a25160b and a25170b, as well as returned cartridge testing of lot a25170b, met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). While returned cartridge testing of lot a25160b did not meet the acceptance criterion for variability, a review of available data indicated no variability issues from testing of product that has remained within the control of abbott point of care.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 20-nov-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 68 year old male patient with atypical chest pain. There was no additional patient information, nor details surrounding the event at the time of this report. Return product is available for investigation. Method collected tested collected tested result lot# I-stat (B)(6) 2025 11:46 12:05 >1000 a25170b alinity - (B)(6) 2025 - 11:50 alinity - (B)(6) 2025 - 12:54 the reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 793033-00a. Reportable range: 2.9 to 1000 ng/l. Sex n 99th percentile (ng/l, pg/ml) 90% ci (ng/l, pg/ml). Female 490 13 (10, 17). Male 404 28 (19, 58). Overall 895 21 (14, 30).